Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The device is en route to the manufacturer for inspection. We will provide a follow up report with the results of our investigation.

Event description:
A hospital in another country, reported via a distributor that during set-up it was found that the expiratory tube of an rt127 infant breathing circuit was missing. No patient consequence was reported.